Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer support provided pump reset information and assisted the caller in resetting the pump. The caller was instructed to continue using the pump and to call back if the malfunction code recurred, which the caller acknowledged and understood.